Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 66 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. There were 66 closed samples and 2 open samples received. The diameter of the open samples received was tested and the result is 0.328 mm in average, it fulfills the OEM requirements for this size and thread: 0.300 mm and 0.349 mm. The result of the average diameter is in the medium range of ep requirements for usp 2/0 size. Also tested the diameter of the closed samples received and the result is 0.338 mm in average and fulfills the OEM requirements for this size and thread: 0.300 mm and 0.349 mm. The result of the average diameter is in the medium-high range of ep requirements for usp 2/0 size. Final conclusion: complaint is not justified. The results of the samples received fulfills the OEM requirements. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Some threads of the same box are too thin and others are too thick.